Event description:
A pt reportedly sustained a quarter size blister on his right forearm just below his elbow during a shoulder coil exam. The pt was a large pt who inadvertently was touching the bore after the padding had shifted. The pt was seen in the emergency room and has had follow up primary care visits and a nerve study.

Manufacturer narrative:
Investigation is ongoing.